Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The surgeon and site do not believe the da vinci system, instrument, or accessory caused or contributed to the post-operative infection. The device involved with this event was not received for a failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was completed, and no related system errors were observed.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy procedure, the patient experienced an infection on post-op day 17. The issue occurred when an abscess developed on the subdiaphragmatic left paracolic space. The abscess was identified by chronic pain with no rise in temperature. The patient underwent a subsequent unplanned procedure (exploratory laparoscopy with abscess drainage) performed by a general surgeon at another hospital to treat the infection. The urologist performed a retrograde pyelography with insertion of double-j stent collocations. The patient¿s current status is free of infection with the double-j stents planned for removal soon. Tests identified the source of infection as escherichia coli. The site determined the root cause of the post-operative infection was possible urine leakage due to an incomplete closure or an opening of the renal collecting system. The location of the urinary leak is unknown; it is presumed due to the presence of escherichia coli. No other surgeons at the site had encountered similar post-operative infections. The site¿s instrument cleaning and sterilization methods had not changed, and isi recommendations are followed. Expiration of material used was ruled out as a potential cause due to the detection of escherichia coli, which urine is the most common source. The surgeon and site do not believe the da vinci system, instrument, or accessory caused or contributed to the post-operative infection.